Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the cartridge disengaged and the instrument did not cut. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.